Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure to treat a target lesion in the mid to proximal left anterior descending (lad) artery. Two drug eluting stents (3.5x15mm, 3.5x28mm), an unspecified xience stent and a non-abbott stent, were implanted. It is unknown which stent was the xience stent. On (B)(6) 2017, the patient was found dead, close to home. Cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided, which indicated that the abbott stent was a 3.5 x 15 mm xience v stent. Cause of death was not known. No additional information was provided.